Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information is not available for this report. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that multiple knives were blunt and did not cut during separate cataract surgeries. Alternate knives were obtained in order to perform the procedures. There was no impact to any patient. Additional information is not available for this report.

Manufacturer narrative:
Two opened knife samples were received in pouches for the report of knives were blunt. The returned samples were visually inspected and were found to be nonconforming. Sample number one had a damaged tip while sample number two had a damaged tip and a damaged cutting edge. Penetration testing could not be performed due to the damaged condition of the samples. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there is one additional complaint associated with the lot for the reported issue. Photos attached to the parent complaint were reviewed by the manufacturing site. Both photos show two knives in sterilizing pouches. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The exact root cause for the damaged knife samples is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tips and damaged cutting edge exhibited on the returned opened samples, are removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Samples are available that have been received by the international affiliate's logistics partner, but have not yet been received at manufacturing for evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received clarified that there were 20 knives associated with this reported event.